Event description:
It was reported that a patient underwent a bentall procedure on (B)(6) 2024 and suture was used. Suture had broken during the case. Surgeon stated that one of them had no tension during the procedure. They were able to get one that worked to complete the case without patient harm. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was provided: please confirm the number of sutures that broke during this procedure? - 2. Was the suture broken in the package, when it was taken out of the package, when it was handled before being used on the patient, or when it was being used on the patient? Please provide details for each affected suture. - both being used on the patient. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.